Event description:
It was reported that the ilet display screen was cracked, rendering the device unusable, and the user transitioned to backup therapy while a replacement device was arranged. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of device use and reliance on alternative therapy. Investigation included complaint record review and customer interview. Investigation of this case revealed physical damage to the device¿s display consistent with a cracked screen and no evidence of alert or alarm malfunction. It was concluded that the event was due to a device component failure of the screen consistent with mechanical damage, with no patient injury reported.